Event description:
Health professional reported that a lap-band device was explanted w/o replacement. The pt allegedly experienced "progressive dysphasia" and was "unable to tolerate fills." A fluoroscopy was conducted and showed the "band appeared to be placed around the distal esophagus."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The rptr of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the model number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr had no further info regarding the serial number. Device labeling addresses the reported event of band slippage and dysphagia as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."